Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep reported tip broke off. Per complaint form: the driver seems to have been damaged when the trays were put together.

Manufacturer narrative:
(B)(4). The expedium single innie poly-driver assembly (product code: 6983-27-038, lot number: mi42442) was returned to the complaints handling unit (chu) on may 4th, 2016. The driver¿s tip is broken. The broken tip was not returned for evaluation. Inspection of the break site reveals plastic deformation at the hexlobes and torsional shear markings following circular patterns. Previous observations during fracture analysis of plastic deformation at the hexlobes have determined that this suggests the driver underwent a quasi-static overload torsional shear failure. The failure started at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. A potential root cause may be a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.